Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this during the procedure to implant this atrial lead, the physician was instructed on how to deploy the helix and he was not responsive to the direction provided. The physician was rotating the helix rapidly and up to thirty rotations were performed. The lead is now exhibiting noise, no capture and pacing impedance measurements greater than 3000 ohms. The device was programmed to vvi mode. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.